Event description:
It was reported that the user experienced difficulty pairing a freestyle libre 3 plus sensor with the ilet, including repeated scan failures in the app and subsequent inability for the sensor to connect to the pump, after which values later resumed during the call. Symptoms included temporary unavailability of cgm readings and reliance on blood glucose run mode. Outcomes included no alerts or alarms and no medical intervention or hospitalization. Investigation included guided troubleshooting and education, app relaunch, reattempted scanning, restarting the pairing workflow, and confirmation of system operation once readings returned. Investigation of this case revealed a sensor communication and pairing issue between the cgm and the ilet without evidence of a persistent device malfunction once data resumed. It was concluded, based on previously established findings for similar reports, that the cause was intermittent cgm-to-pump communication and pairing failure.